Event description:
This catheter was being utilized for a diagnostic radiology procedure when difficulty was experienced during the attempt to introduce the catheter into the right brachial artery. A hematoma developed at the vessel access site. The procedure was interrupted and replaced the next day using the left arm.